Event description:
The hospital reported that during a coronary artery bypass procedure, the mounting post on mira-I cs small upper rib reverse curve got twisted 90 degrees. The blade would not fit into the retractor body. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. There was no nonconformance recorded in the lot history which would be considered related to the reported event. There are no other similar complaints reported against this batch. (B)(4).